Event description:
A non-reproducible, higher than expected ammonia result was obtained from a single patient sample when using vitros ammonia (amon) slides on a vitros 5600 integrated system. The amon result was 102 umol/l versus an expected result of 46 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they occurred undetected. The non-reproducible, higher than expected vitros amon patient result was not reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined a non-reproducible, higher than expected vitros amon result was obtained from a single patient sample using the vitros amon slides on a vitros 5600 integrated system. An assignable cause was not determined. There was no evidence an instrument issue contributed to the event. However, an amon reagent issue cannot be ruled out as a contributing factor.